Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01268. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lanterns). During the procedure, the physician successfully placed four ruby coils using a lantern. The physician then removed the lantern to reposition the non-penumbra sheath; however, the physician then was unable to advance the lantern fully through the sheath. The physician therefore removed the lantern and successfully placed a new lantern with the same sheath. Multiple coils were placed, and the physician then removed the lantern to reposition the sheath again; however, the physician was unable to advance the lantern fully through the sheath. The physician was able to advance the lantern to the target location after adjusting the sheath again. There was no report of an adverse effect to the patient.